Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device cannot charge to deliver a shock using paddles or pads. The patient involved was reported to have not experienced harm or an adverse patient impact. The clinicians used another device to treat the patient.